Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture, "a lump in the breast" and "enlarged lymph nodes due to inflammatory reaction." Clarification to partial d6a: "10 years ago" was provided. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported unknown side device rupture, "a lump in the breast" and " enlarged lymph nodes due to inflammatory reaction." The device remains implanted.

Event description:
Patient reported left side device rupture via MRI, "a lump in the breast" and " enlarged lymph nodes due to inflammatory reaction." Healthcare professional later reported "breast deformation due to rupture. Shortness of breath, performance decline could be related." The event of "joint pain" is not device related. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b.5., b6, d1, d2a, d2b, d4, d6b.,g2, g4, h4, h6.